Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on the anterior, crease flat, brown particles in the fill channel, white particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap bond edge (anterior) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.